Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as their neck and back are sore and bruised. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended taking a break from wearing the lifevest for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.